Event description:
It was reported that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately (B)(6) months post the device implant. The dual chamber implantable cardioverter defibrillator (ICD), one defibrillation lead and one pacing lead were received by the manufacturer from an unknown source. Additional information received from the patient's physician further indicates that the patient "did not have any issues with [the] ICD or leads." The patient had also been "in and out of the hospital with bone infections and kidney problems," and the patient's death was "not unexpected;" further, the physician "highly doubt[s]" the patient's death was device related."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and will not received. Evaluation summary: (B)(4) -the proximal segment of the lead was returned and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and will not received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned and analyzed. No anomalies were found. A visual analysis was performed only.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. A cause of death was requested and will not received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned and analyzed. No anomalies were found. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4) - the device was returned to the manufacturer and analyzed. No anomalies were found.